Event description:
It was reported to philips that the system's footswitch was unable to trigger imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that wired footswitch did not work. Upon troubleshooting fse found that wired footswitch was faulty. To resolve this issue, fse replaced wired footswitch. The defective wired footswitch was returned to philips for analysis and found the outer layer of the cable has been cut or damaged, resulting in one missing thread on the locking screw connector, and the anti-slip components were absent. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.